Manufacturer narrative:
An event of embolization after implanting the device in a patient with situs inversus was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2019, a 24 mm amplatzer septal occluder was selected for atrial septal defect (asd) closure in a patient with situs inversus using a 10 fr torqvue delivery system (lot number: 6977082). The defect was balloon sized with a 24 mm amplatzer sizing balloon (lot number: 6928329) to 22 mm. Based on this measurement, the physician decided to attempt closure with the 24 mm device. The device was positioned in the septum and verified to be in good position with intracardiac echocardiography imaging, but a lot of torque was noted on the device. The device was released, but ultimately embolized to the right pulmonary artery. The device was not retrieved percutaneously. Given the complex anatomy, the physician decided to refer the patient for surgery. The device was successfully retrieved in surgery and the asd was patched. The patient is reported to be recovering without issue.